Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patien t's ins was no longer holding a charge. The patient noted that the battery previously lasted a week, then decreased to five to six days, and now lasted only four to five days. The patient reported that they had been playing a little bit with the settings and that's giving them more relief. It was noted that the patient talked with a manufacturer representative prior to calling patient services. The patient was instructed to continue to work with the representative to further address the issue.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.